Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient identifier, date of birth, weight, ethnicity and race were not provided for reporting. (B)(4). Expiration date: na. Lot number: 0388d. Device is not expected to be returned for manufacturer review/investigation. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review have been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A (B)(6) female consumer alleges that while using listerine gentle gum care floss mint pieces of the dental floss got stuck between their teeth and the consumer had to go to the dentist to have them removed. Incident has resolved.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Corrected data from initial report: device history records review was completed. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition and product was manufactured per specification. The product was manufactured on february 7, 2018. If information is obtained that was not available for the follow-up #1 medwatch, an additional follow-up medwatch will be filed as appropriate.